Event description:
A customer contacted beckman coulter inc (bci) to report that the coulter lh780 hematology analyzer generated erratic reticulocyte (retic) % results with instrument generated r flags on multiple patient specimens. It is unknown exactly how many retic patient specimens were affected. This information was requested but not provided. Erroneous results were reported out of the lab. Upon noticing erratic results, the customer sent all retic specimens to a reference lab and reported these results as corrected retic results. Corrected retic data was requested but not provided. Customer stated that patient treatment was affected but provided no details. This information was requested but not provided.

Manufacturer narrative:
Specimens were collected in 5ml edta3 vacutainer tubes, stored at room temperature and sampled within 30 minutes of collection. Controls were run after the incident which recovered outside assay limits for levels 2 and 3. Bci field service engineer (fse) was dispatched for this event. Fse found the peltier module leaking and the fan on the peltier module not working. Fse replaced the peltier module and verified the instrument's operation. Fse was wearing a lab coat and gloves. There was no exposure to open lesions or mucous membranes and no medical treatment was sought. Root cause for erratic retic results was due to a faulty peltier module.